Event description:
The user facility reported a 55-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the physician documented that the purge filter was defective which led to a drop in purge pressure. A purge bypass was successfully completed and support with the pump was maintained. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The cause of the purge leak was not determined since product was not returned. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.